Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: - device evaluation: the device has been returned and evaluated by product analysis on 07/30/2015 with the following findings: a review of the pump's black box showed evidence of two call service 088 alarms. An ezprime and 24 hour duration test were successfully completed with no call service alarms being duplicated. Unrelated to the initial allegation, the battery compartment was cracked above and below the bumper pad. Corrosion was observed inside the battery compartment. A leak test fails due to the battery compartment crack. There was no evidence of internal moisture observed on the printed circuit board or internal components. The complaint was confirmed in the pump history but not duplicated during testing.